Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. Customer¿s blood glucose level was 38 mg/dl. Customer was trying to bolus but could not locate the bolus wizard. Customer was able to get her bolus wizard back on. Customer declined troubleshooting for low blood glucose. Customer stated she did not eat anything but she programmed for it. The insulin pump will not be returned for analysis.